Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at the hospital on (B)(6) 2019. The cause of death was a coma. The caller stated that the customer also had partial kidney function and a stint in the heart that may have led to the customer's passing. The customer¿s blood glucose was 40 mg/dl when admitted to the hospital. Customer was not wearing the insulin pump at the time of death as it was disconnected the same morning, which was the same date of hospital admission. The caller stated that the pump was not the cause of the customer's death but reported that the customer gave too much insulin due to high blood glucose and went into a coma while asleep. The customer was not using sensors. Insulin pump is not returning for failure analysis.